Event description:
The user facility reported that a patient had a three vessel coronary artery bypass graft earlier in the year. However, they did not follow up with cardiology or continue medications. They were presented to the hospital with shortness of breath, pulmonary congestion, and had a cardiac arrest on the floor and was taken to the operating room in cardiogenic shock. An impella 5.5 was placed. Throughout impella 5.5 support, the patient experienced multiple episodes of ventricular tachycardia and was defibrillated several times. Amiodarone was started and the pump was repositioned. However, the patient continued to have ventricular tachycardia runs requiring defibrillation. It was noted that the patient was not waking up and computed tomography was negative. The patient continued to be jaundice, ventilated and requiring pressors. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.